Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional info was provided. Further follow-up with the health professional noted "port explant due to leak."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the access port had an unidentified opening with leakage. The port tubing contained a linear opening with leakage and striations consistent with surgical damage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."